Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, a piece of the pump on the side of the battery compartment broke off a while back. The blood glucose was in range of 450 mg/dl, that was 438 mg/dl, 425 mg/dl. Today he was trying to replace the battery and got the battery test failed with multiple batteries. Customer stated, the threads started threading in but part of the cap broke off and the black o-ring came off with the cap. Customer stated that, the pump may have gotten bumped because of the type of work he does. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with broken battery cap, broken battery tube threads.